Manufacturer narrative:
Two company lenses were returned stuck to the adhesive side of a small white label. The label was returned inside a specimen cup with a patient sticker applied. There is no way to different the samples. Evaluation will be placed in both qs records. The lenses were microscopically evaluated. Both lenses had a broken haptic. For the first lens, the broken portion was returned adhered to the optic surface with viscoelastic. For the second lens the broken portion was not returned. No abnormalities were observed with the haptic material for either lens. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that a cartridge was not used. An unknown holder and folder were used. The reported haptic damage was observed. One broken haptic was adhered to the optic. Multipiece haptics are not intended to be folded in on the optic during preparation. It was reported the lens was folded with an unknown holder/folder, not a cartridge. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. Information was provided that the patient is fine. Another lens was implanted. In-service was given to the surgeons who operate at the reporting facility relating specifically related to the multi-piece iol lens loading. Emphasis was on the use of a qualified monarch cartridge rather than holding and folding forceps. There are two other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The complaint history and product history records could not be reviewed, because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A cartridge was not used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Haptic manufacturing is a validated process with multiple inspections to verify, the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There were no other complaints reported in the lot number. Additional information is requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there were two haptic failures of the lenses. Patient was left aphakic and will have the company lens implanted at other hospital. Additional information was received reporting that the haptics were exceptionally brittle. Additional information was received reporting that patient is fine and another lens was implanted. Issue is of manufacturing defect not in patient.